Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the resection electrode did not work upon initial use. The issue was found before a transurethral incision of the prostate (tuip). There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Based on the results of the investigation, the deformation at the distal end of the electrode was discovered after removal from the packaging blister. An electrical function test, e.g. Resistance test, was not carried out. Thus, it cannot be confirmed that the electrical function of the electrode was not given. It is not possible to determine whether there is an undetected quality defect or the deformation at the distal end of the electrode was caused when it was removed from the blister. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.